Event description:
The doctor stated that the patient received medpor right cranial and medpor left cranial implants on (B)(6) 2010. The doctor stated that prior to placing the medpor implants he removed a previously placed non medpor implant because the patient had a bacterial infection. The doctor stated that he believed that the infection had cleared before placing the medpor implants. The doctor reported that around mid (B)(6), he noticed drainage around the implant site and removed the implant on (B)(6) 2010. The doctor stated that the patient is currently being treated with antibiotics and antifungal.

Manufacturer narrative:
Lot number information:item no. Lot no. Expiration date manufacture date89020 mci-365-10 f001g81h 07-13-2020 07-13-2010;89020 mci-366-10 f004g81h 07-13-2020 07-13-2010.a review of the device history records for the lot numbers listed was conducted and all process and test parameters were within the medpor implant specification.